Event description:
It was reported that the pump declared an altitude alarm due to obstructed speaker holes. There was no adverse impact to the customer¿s blood glucose level, and it did not exceed 500 mg/dl. The customer was instructed by technical support to clean the speaker holes, remove and reconnect the cartridge, and wait before resuming insulin, which successfully resolved the issue. The pump resumed normal operation, and tips for preventing future altitude alarms were provided.